Event description:
It was reported that a faradrive steerable sheath clear during preparation was full of bubbles. According to the physician it seems that there is a leakage point either at valve or side port valve of the sheath to initiate bubble forming. The preparation has been done as usual, to solve the issue the case was started with a different sheath. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear during preparation was full of bubbles. According to the physician it seems that there is a leakage point either at valve or side port valve of the sheath to initiate bubble forming. The preparation has been done as usual, to solve the issue the case was started with a different sheath. The device has been returned for analysis. It was further reported that there was no visible damage on the luer. However, the physician reported a possible leak at the luer/handle connection. Syringe with manual flush during sheath preparation and insertion, pressure bag during the procedure. The issue occurred at the time of sheath insertion and manual flush through the syringe. No device has been inserted into the sheath. According to physician it was slower but constant leak.

Event description:
It was reported that a faradrive steerable sheath clear during preparation was full of bubbles. According to the physician it seems that there is a leakage point either at valve or side port valve of the sheath to initiate bubble forming. The preparation has been done as usual, to solve the issue the case was started with a different sheath. The device has been returned for analysis. It was further reported that there was no visible damage on the luer. However, the physician reported a possible leak at the luer/handle connection. Syringe with manual flush during sheath preparation and insertion, pressure bag during the procedure. The issue occurred at the time of sheath insertion and manual flush through the syringe. No device has been inserted into the sheath. According to physician it was slower but constant leak.

Manufacturer narrative:
Upon receipt at boston scientific post market laboratory, the sheath was visually inspected and revealed no outer abnormalities. During preparation for leak testing, an attempt to purge the sheath of air and or bubbles was unsuccessful. Air was continuously seen in the sheath shaft, and leaking was also observed at the stopcock. The device was examined on the microscope to further inspect the leaking at the stopcock. Microscopy revealed that the likely sources are the creases where the molds meet. Additionally, dissection of the sheath cap revealed that the flush lumen was torn close to the side port, where the adhesive filet bonds the lumen to the hub of the sheath. Subsequently, the valves were inspected using microscopy. No significant damage or deformation was observed.